Event description:
It was reported that the rigid video laparoscope vision was dark. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g4 h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: low light transmission, image out of field, fiber breakage, dents and scratches on distal end, bent, dents and scratches on outer tube, and loose light guide adapter based on the investigation results, the malfunction is likely due to dark vision caused by low light transmission. For the additional malfunction, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.